Manufacturer narrative:
Updated: h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging the air/water channel could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed leak at the distal end air outlet, it is possible that the reprocessing could not be performed properly and the foreign matter could not be removed. The event can be detected/prevented by following the instructions for use which state: reprocessing manual_ cleaning, disinfection and sterilization procedures_ leakage testing_ perform the leakage test. ¿caution: if you locate a leak, remove the endoscope from the water and contact olympus¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that when using an evis exera gastrointestinal videoscope, there was air leakage at the distal end. There was no patient harm associated with the event. The device was returned and evaluated. And upon estimation, there was foreign material in the air/water tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated. And the customer¿s allegation was confirmed, due to a pinhole at the bending section cover causing leakage. In addition to the foreign material in the air/water tube, additional evaluation findings are as follows: the insulation resistance on the bending section cover did not meet the standard value, the plastic distal end cover had a scratch, the grip had a scratch, the objective lens was cracked, the light guide lens adhesive was cracked, and the connecting tube buckled. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.